Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 403mg/dl to 53mg/dl; 53mg/dl to 409mg/dl; 409mg/dl to 52mg/dl; 403mg/dl to 52mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.